Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump had a no delivery alarm. The customer has changed set several times. The customer's blood glucose was 11.5mmol/l.